Event description:
Customer reported that the device would not operate on ac or battery source. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control recommended replacing the power pcb and provided part number information. Follow up with reporter found that replacement of the power pcb resolved the failure. Customer confirmed proper device operation through functional and performance testing and returned to use. Further component root cause of malfunction was not determined since the removed assembly was not returned to the manufacturer.